Event description:
The user facility reported that an in-ceiling light would not turn off and started to smoke. The power was turned off and the smoking stopped. The patient in the room at the time of the event was transferred to another room and the procedure was continued; no injuries were reported to either the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the light and found that an electrical wire on the lighthead control board showed signs of overheating. The technician installed a new control board in the light and placed it back into service. Lightheads require routine preventive maintenance inspections to ensure proper operation of the circuit breaker, connectors and wires and to detect any component degradation or loose connections. Steris was not under contract to perform preventive maintenance for this light. For lights under preventive maintenance contracts with steris, the lighthead core is checked for loose wires or connectors, and dust and debris cleaned twice annually as part of the service agreement. The expected useful life of this light is 10-20 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the device's maintenance manual. This light was 15 years old at the time of this event, and upon further investigation steris determined that no preventive maintenance procedures have been performed on this light by the user facility. This event is considered isolated; no other similar complaints have been made based on a search of complaint records for the past four years.